Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that the surgeon complained that the instrument was spinning in set screw head and was unable to reach torque limit. A suitable alternative instrument was used and the procedure completed safely. One of the set screws stripped whilst attempting to final tighten the construct. This was removed and discarded, and a replacement implant used. There was less than 2 minutes delay. The procedure was completed safely. No impact to the patient. Patient status/outcome: no further concerns. This report is for one (1) x25 final tightener this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) x25 final tightener was conducted identifying that lot number gm5369530 was released in one batch. Supplier: (B)(4). Batch1: lot units were released on 26 nov 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the x25 final tightener was found the tip stripped, this can be related with the unable to assemble complaint. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was found the tip stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. A functional test could not be performed as the device was damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed the tip stripped of the x25 final tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following document was reviewed: windchill document ver a.2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.